Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for routine check, an alert for noise was observed. Noise was reproducible in clinic. Noise was noted on near field channel and was absent from discrimination channel. Myopotential oversensing was suspected. Programming changes were made and no more noise oversensing episodes could be reproduced in-clinic.